Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/19/2009, 06/22/2009 and 06/26/2009 by phone, fax, and mail. A completed questionnaire was received on 06/22/2009. Medical records were received on 07/02/2009.

Event description:
A surgeon reported two pts with unexpected postoperative refractions following intraocular lens (iol) implant surgery. The surgeon reported this pt was experiencing blurred vision and starbursts day and night since her surgery. The surgeon reported mild dry eye following surgery which was being treated with medication. The pt was also seeing shadows behind letters. The surgeon noted that this pt was unhappy with her outcome. In a follow up, the surgeon reported outcome of the event for this pt as unknown. There are two medical device reports associated with this event. This report is for the second pt.